Event description:
The customer reported that during deployment of a vasoseal es, the j segment was engaged and then the physician pulled back and tried to advance the dilator and felt a "pop". The j wire was observed under fluoroscopy to be located in the common femoral artery at the femoral head. The pt was sent to special procedures dept for subcutaneous tissue exploration and retrieval of the j segment. They were unable to retrieve the j segment, so they achieved contralateral access and advanced a snare and retrieved the j segment. The pt was discharged home the next day on levaquin for 7 days. No further complications were reported.